Manufacturer narrative:
This device was received. Investigation is not complete. This represents all the information known by the reporter upon query by hospira personnel.

Event description:
Report received that when the control know knob was placed on the set vtbi position, the device display indicated the set rate position. The device was received by the user facility biomedical department, with a note stating: "broken." No tracking information was provide; therefore, specific patient info, pump programming, or event details wer not available. During testing when the knob was turned to the set btvi position, the display indicated the programmed rate. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.